Event description:
Per the surgeon, the patient underwent skin reduction surgery (B)(6) 2013 due to recurrent infection and skin overgrowth at the abutment site. Implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment was removed on (B)(6) 2013 and the patient was equipped with a new abutment. No invasive procedure was required. Correction: the correct catalog number is 93336; not 93332 as previously reported. This report is filed december 3, 2013.